Event description:
Philips received a complaint on the v60 ventilator indicating that the primary alarm failed alarm had occurred. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the speaker failing the speaker test. The rse provided the customer with the part information for the speaker assembly for replacement. The customer did not provide the device's diagnostic report (drpt). In a good faith effort (gfe) response received from the customer, it was confirmed that the speaker assembly was replaced, and the device was tested and returned to service.